Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor was unable to properly recognize an ECG signal. The cause for the failure was isolated to a defective u612. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt. Manufactured dates: monitor sn - (B)(4) - 8/31/2015. Belt sn - (B)(4) - 7/19/2012.

Event description:
A us distributor reported that a patient was experiencing check belt messages and that the electrode belt cable was damaged.